Event description:
It was reported that this right ventricular (rv) defibrillation lead of cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittently high out-of-range shock impedance measurements greater than 200 ohms. It was believed that this patient was upgraded from a dual chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) system in october 2024, and this lead was implanted in march 2024. A shock vector breakdown revealed high out-of-range shock impedance measurements greater than 200 ohms for all vectors including the rv coil, and an in-range shock impedance of 78 ohms on a vector excluding the rv coil. Impedance tests were run multiple times, and similar results were obtained. There was no evidence of noise with isometrics or pocket manipulations, and there was no therapy or evidence of noise in stored episodes. Programmed outputs were 1v @ 0.4ms in the ra, 2.3v @ 0.4msec in the right atrium, and 4v @ 0.5ms in the left ventricle. Review of device data suggests the intermittently high impedances were indicative of a lead issue with the rv coil and/or lead-to-tissue interface. Technical services (ts) discussed troubleshooting options, and recommended in x-rays. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that capture was confirmed on all channels except the ra channel, due to patient's chronic atrial fibrillation (af). The physician planned to review the x-ray results next week. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and patient/leads details. At this time, no further information is available. Should additional information become available this report will be updated. Corrected to model serial number of the patient's cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and patient/device details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittently high out-of-range shock impedance measurements greater than 200 ohms. It was believed that this patient was upgraded from a dual chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) system in (B)(6) 2024, and this lead was implanted in (b)(60 2024. A shock vector breakdown revealed high out-of-range shock impedance measurements greater than 200 ohms for all vectors including the rv coil, and an in-range shock impedance of 78 ohms on a vector excluding the rv coil. Impedance tests were run multiple times, and similar results were obtained. There was no evidence of noise with isometrics or pocket manipulations, and there was no therapy or evidence of noise in stored episodes. Programmed outputs were 1v @ 0.4ms in the ra, 2.3v @ 0.4msec in the right atrium, and 4v @ 0.5ms in the left ventricle. Review of device data suggests the intermittently high impedances were indicative of a lead issue with the rv coil and/or lead-to-tissue interface. Technical services (ts) discussed troubleshooting options and recommended in x-rays. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.